Manufacturer narrative:
Data from the rescue event was downloaded from the AED by the distributor and sent to cardiac science for review. The clinical and technical reviews determined the AED didn't advise a shock to a shockable vf rhythm following the first two (2) rhythm analysis sessions. The AED detected the patient's vf rhythm as nonshockable in the first and the second rhythm analysis sessions due to fluctuation in the ECG amplitude which resulted in a temporary drop of the detected heart rate below the detection threshold. In the third analysis session the AED detected the patient's vf rhythm as shockable and started to charge. After completing the charge, the AED prompted the user multiple times to deliver a shock, but a shock was not delivered because the shock button was not pressed. The AED continued to prompt the user to press the shock button until the AED detected the electrodes were no longer attached to the patient. The AED then started to prompt the user to check electrodes once every 5 seconds until the lid of the AED was closed. The model number of the AED is 9390e.

Event description:
A (B)(6) year old man collapsed at a departure hall in the (B)(6) international airport. One of the cabin crew performed CPR while other staff brought the AED and attached it to the patient 3 minutes later. Ems arrived at the scene and took the patient to the hospital. The patient did not survive. The distributor examined the rescue data downloaded from the AED and noted that no shocks were delivered to the patient although the patient appeared to have a shockable ventricular fibrillation (vf) rhythm.

Manufacturer narrative:
Data from the rescue event was downloaded from the AED by the distributor and sent to cardiac science for review. The clinical and technical reviews determined the AED didn't advise a shock to a shockable vf rhythm following the first two (2) rhythm analysis sessions. The AED detected the patient's vf rhythm as nonshockable in the first and the second rhythm analysis sessions due to fluctuation in the ECG amplitude which resulted in a temporary drop of the detected heart rate below the detection threshold. In the third analysis session the AED detected the patient's vf rhythm as shockable and started to charge. After completing the charge, the AED prompted the user multiple times to deliver a shock, but a shock was not delivered because the shock button was not pressed. The AED continued to prompt the user to press the shock button until the AED detected the electrodes were no longer attached to the patient. The AED then started to prompt the user to check electrodes once every 5 seconds until the lid of the AED was closed.

Event description:
(B)(6) year old man collapsed at a departure hall in the (B)(6) international airport. One of the cabin crew performed CPR while other staff brought the AED and attached it to the patient 3 minutes later. Ems arrived at the scene and took the patient to the hospital. The patient did not survive. The distributor examined the rescue data downloaded from the AED and noted that no shocks were delivered to the patient although the patient appeared to have a shockable ventricular fibrillation (vf) rhythm.